Event description:
A pt reported experiencing inaccurate low results with a fasttake meter. On date of event, pt's blood glucose was 49, 189 mg/dl. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further info has been reported.